Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of the buttons were responsive on the insulin pump. Customer also reported a weak battery alarm occurring and the buttons becoming unresponsive after a battery change. Customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.